Manufacturer narrative:
(B)(4) - recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the photos of the actual device involved in this event was returned for evaluation. Based on the received inormation and received photos the mesh was only fixed with stay sutures. This fixation shows that the fixation points lie too far from each other which could caused wrinkle formation and implant rotation.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2012 and mesh was implanted. The patient experienced a recurrent hernia and was reoperated on (B)(6) 2013. During the procedure it was noted that the mesh did not incorporate in to the tissue. The defect was repaired with a new mesh.